Event description:
It was reported to boston scientific corp that when the needle of an injection gold probe catheter was extended to treat a peptic bleed, both the needle and the catheter tip detached into the pt's stomach. According to the complainant, attempts to retrieve the detached parts, using rat-tooth forceps and a snare device, were unsuccessful. It was further reported that the catheter was removed and replaced with a second injection gold probe catheter; the active bleed site was treated without difficulty. An additional attempt to retieve the device fragments was aborted due to rebleeding of the peptic bleed. The bleed site was then treated using the injection gold probe catheter device, cautery, and two "endoclips." Although hemostasis was achieved, a final attempt to retrieve the device fragments resulted in rebleeding. Reportedly, 2cc of epinephrine was administered and the pt was taken to surgery to control the bleed, where the vessel was sutured and the device fragments were removed. At the conclusion of the procedure, the pt was reported to be doing "great."